Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 01/18/2016. Belt: 06/11/2015.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 at 4:42pm in the hospital while wearing the lifevest. Device download data revealed that the patient was treated inappropriately one time during the event. It was reported that the patient was discovered unconscious on the floor by hospital staff. The patient reportedly had blue gel on and the device was beeping. Hospital staff started CPR compressions on the patient. On (B)(6) 2018, the device was started up at 05:19:59. From 15:19:27 to 15:20:09, bradycardia flags were detected. At 15:24:17, the device detected an arrhythmia with the ECG showing bradycardia at 45 bpm with CPR artifact. The device exited the detection sequence at 15:24:39 after detecting a non-treatable rhythm. At 15:24:58, the device again detected an arrhythmia with the ECG showing sinus rhythm at 65 bpm with CPR artifact. At 15:25:25, gel was released. At 15:25:41, the lifevest delivered a full energy shock while the patient's rhythm was obscured by CPR artifact. The post-shock rhythm remained obscured by CPR artifact. Per the ECG analysis, the patient's rhythm was obscured by motion artifact from 15:25:41 until the electrode belt was disconnected at 16:52:45 on (B)(6) 2018. CPR artifact contributed to the false detection. The response buttons were not pressed during the treatment event.